Manufacturer narrative:
(B) (4) - labeling reviewed. (B) (4). Since the device involved in this complaint is kept implanted, no final conclusion could be drawn. However, it should be noted that analysis of devices returned for similar reasons revealed that the screwdriver was not fully inserted in the setscrew's hex cavity, which damaged the setscrew. To address this, sorin added an inspection step in manufacturing to eliminate any silicone adhesive inadvertently remaining in the setscrew's hex cavity, and provided a reminder and additional instructions to ensure the wrench was fully inserted. These additional instructions have been included in the newest reply instructions for use (B) (4). The added inspection step became effective with sterilization lot 2317; the device involved in this complaint was manufactured before implementation of this additional inspection step (lot 2313). Consequently, it is possible that the screwing difficulties resulted from glue residues inside the setscrew cavity. However, the impossibility of unscrewing clearly resulted from damages of the setscrew cavity because of the several screwing/unscrewing operations. Nevertheless, this case has been recorded for trend purposes; further corrective actions will be evaluated and implemented, if deemed necessary.

Event description:
Connection issues during the implantation procedure: there was one click sound when the setscrew was tightened. However, it was impossible to unscrew that setscrew after the initial tightening. The device was kept implanted.